Manufacturer narrative:
(B)(6).

Event description:
It was reported that during patient follow up reset was observed. Interrogation showed this was suspected to be due to telemetry issues caused by the patients lvad. Re-interrogation was performed and no reset was noted. A false alert was suspected. Device was functioning normally and remains implanted.